Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for sciatic nerve injury and spinal pain. It was reported that the patient cannot communicate with the ins using the recharger or patient programmer. The patient noted that the ins never worked and that it had been off for years. MRI compatibility guidelines were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-09-05. It was reported the patient had not used the ins in over a year and needed the ins to be reprogrammed. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via manufacturer's representative. It was reported that the patient called the office statingthat she has had increased pain in her left hip/ groin area. The office had her come in for spinal cord stimulation (scs) reprogramming. The manufacturer's representative (rep) asked the patient if any events had occurred such as a fall or injury and she stated no. Patient did state that she had charged her box while pointing to her recharger bag, prior to the appointment. Rep further asked when the patient last charged the neurostimulator (ins) in her back and she stated she had not used her stimulator in over a year. Rep explained to the patient that her battery had no energy and that it could not reprogram until it was charged. The rep tried to connect to her ins with the 8840 and it could not communicate. Rep used the antenna locate feature several times, numbers reached were between 90 and 96. After this the rep initiated a physician recharge mode (prm) and the 60 minute clock appeared. Rep explained to the patient that it may take several of the 60 minute countdowns to get her battery charged. Countdown began and 15 minutes into it the patient stated that she wanted to wait to do the charge later this week. The patient had a MRI scheduled and wanted to charge it after that. It was reported the battery was completely depleted and turned off. Patient to meet with the rep within 2 weeks after MRI on (B)(6) 2018, MRI form was sent to hcp. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that on (B)(6) 2018 rep met with patient in the office to initiate the physician recharge mode (prm) on her ins. The 60 min prm was completed and the power on reset (por) was cleared, the patient was sent home to continue normal charging. The next available date for the patient to meet was (B)(6) 2018 for reprogramming. Rep met with patient on (B)(6) 2018 and she did not want to proceed with reprogramming and stated she wanted the system removed. She said that it had never worked like she expected, she feels that her tremors are more pronounced when using the device and that she just doesn¿t understand how to use it. Rep offered again to reprogram and educate the patient and she did not wish to proceed. The patient did get the battery charged and turned it on and did not like the feeling so she turned it off. She stated that at that moment she decided she wanted nothing to do with the device. On (B)(6) 2018 at their meeting the rep interrogated her ins and it was in discharged stated. Rep used her recharger to confirm for the patient that unit was turned off and it was. With the device off, the patient was having visible tremors. Rep asked the patient how she had the tremors and she stated 4 years and that she is seeing a specialist. After the meeting the rep spoke with health care professional (hcp) and updated him on the patient. He is fully aware the ins being depleted and the efforts made to troubleshoot and reprogram the device. No further patient symptoms or complications were reported in this event.